Event description:
The customer contacted baxter's service center requesting assistance with bypassing a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during initial drain. The home patient (hp) missed his last therapy and stated that he was ready to bypass. The technical service representative (tsr) assisted with bypassing. The hp stated that he used the same supplies from the previous night. The tsr explained that that was not a good idea but the hp stated that he did not care and that he was not going to waste supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient did not report this incident to her and she was going to follow up with him regarding re-using supplies as soon as possible. There were no adverse effects reported in relation to this event and therapy has been going well since.

Manufacturer narrative:
(B)(4). The problem of use error, re-use of single use product was confirmed, based on the patient's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. The label review found the labeling adequate for the prevention of the use error in this complaint.

Manufacturer narrative:
(B)(4). The problem of use error, re-use of single use product was confirmed, based on the patient's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. The label review found the labeling adequate for the prevention of the use error in this complaint.